Event description:
It was reported that pump displayed malfunction alarm code 12, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction recurred, which caller acknowledged and understood.